Event description:
Disconnection of the high-pressure tubing from a patient catheter. It was reported that the high-pressure tubing was directly connected to the patient's catheter. During power injection of contrast media at an unspecified rate, the "outer shell" of the rotating collar of the high-pressure tubing broke and completely "disengaged" from the patient's catheter. This resulted in a "delay" of the unspecified diagnostic test, which was resumed and completed using new high-pressure tubing. There were no reports of eye exposure to the contrast media or blood loss. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.